Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip.

Event description:
It was reported that the customer had a flickering screen on the insulin pump. Customer's blood glucose level was 214 mg/dl. The flickering occurred again after the new battery was inserted. No additional information provided.